Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the patient had severe coronary artery disease involving bifurcations with a diagonal branch and significant calcification. Computed tomography angiography (cta) was performed after pre-dilation with a 2.5x30 balloon with kissing wires. An attempt was made to cross the anterior descending artery with a 3.5x48mm xience xpedition stent; the stent got stuck in the artery due to calcification and the distal shaft separated, the separated segment was removed along with the delivery balloon. A dissection occurred. A 3.0x23 xience alpine failed to cross and the stent was damaged, crushed due to the calcification. The stent was not implanted, a new 3.0x23 stent was implanted to treat the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Additional info was provided subsequent to the initial filed MDR report:it was reported the patient had severe coronary artery disease involving bifurcations with a diagonal branch and significant calcification. Computed tomography angiography (cta) was performed after pre-dilation with a 2.5x30 balloon with kissing wires. An attempt was made to cross the anterior descending artery with a 3.0x23 xience alpine stent delivery system; the stent got stuck in the artery due to calcification and the distal shaft separated; the separated segment was removed along with the delivery balloon. A dissection occurred. A 3.5x48mm xience xpedition failed to cross and the stent was damaged, crushed due to the calcification. The stent was not implanted and a new 3.0x23 stent was implanted to treat the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported shaft separation was confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as they were related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the stent delivery system interacted with the severe coronary artery disease involving bifurcations with a diagonal branch and significant calcification causing the reported failure to advance. Continued resistance with the difficult anatomy resulted in the reported difficulty to remove and subsequent shaft separation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.d1: updated from xience xpedition 48 everolimus eluting coronary stent system to xience alpine everolimus eluting coronary stent system d4: part/lot number updated from xpedition 1070350-48 lot number# 2090641 to alpine stent 1120300-23 lot# 2071341. UDI was corrected from (B)(4).